Manufacturer narrative:
No patient results were impacted by this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse replaced the rotor for precision 3 valve and the pipettor tip 3. Other parts determined as unlikely to have contributed to this imprecision were also replaced for system performance optimization purposes. Imprecision has the potential for the system to generate erroneous patient results. There is no indication that this potential was realized in this instance. The fse performed successful hardware and system verification tests post service activities completion. Beckman coulter internal identifier for this report is: (B)(6).

Event description:
The customer reported imprecision issue on the low end of beta human chorionic gonadotropin (access total bhcg (5th is) on the laboratory's dxi 800 access immunoassay system (serial number (B)(4)). The customer performed a five (5) repetition precision run and imprecision was observed at the low end of the access total bhcg (5th is) assay. Two (2) out of the five (5) repetitions were fliers that have been generated from reagent pipettor 3. Calibrations, quality control (qc) and system checks were not provided for investigation review. The customer did not report any questioned or erroneous patient results. The customer declined to troubleshoot and requested service. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer.